Manufacturer narrative:
Additional information was received that the patient's infection was not device nor procedure related. Symptoms was discharge at the battery site. The patient underwent an explant procedure and was prescribe antibiotics. No device malfunction suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had infection at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm it is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had infection at the ipg site. The patient will undergo an explant procedure.